Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 183 mg/dl. Customer stated insulin pump was restarted and now asking for rewind. Customer stated drive support cap was flush. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.